Manufacturer narrative:
A ge service rep performed an on site investigation . The malfunction was verified. Replaced the battery pack. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600emi system displayed a battery disconnect error. There was no report of patient injury.